Event description:
The device was returned for service. During service by baxter, a cracked door assembly with a broken door handle was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
The facility representative reported, "handle broken off." Information was not provided regarding whether or not the problem occurred during a patient infusion. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device confirmed that the door handle was broken off and the door assembly was cracked. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.